Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal end of the left anterior descending artery. After a 3.5 non-boston scientific (bsc) sheath was placed in the ostium of the left coronary artery (lca) and a non-bsc guidewire crossed the lesion, a 2.5-20 non-bsc balloon catheter was advanced for predilatation and was followed by implantation of a 3.0-24 non-bsc stent. Subsequently, a 3.0mm x 12mm quantum maverick balloon catheter was advanced for post-dilatation. However, during initial inflation, the balloon ruptured. Post-dilatation was performed with another of the same device and the stent was well apposed to the vessel. Timi 3 flow was established and the procedure was completed. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal end of the left anterior descending artery. After a 3.5 non-boston scientific (bsc) sheath was placed in the ostium of the left coronary artery (lca) and a non-bsc guidewire crossed the lesion, a 2.5-20 non-bsc balloon catheter was advanced for predilatation and was followed by implantation of a 3.0-24 non-bsc stent. Subsequently, a 3.0mm x 12mm quantum maverick balloon catheter was advanced for post-dilatation. However, during initial inflation, the balloon ruptured. Post-dilatation was performed with another of the same device and the stent was well apposed to the vessel. Timi 3 flow was established and the procedure was completed. There were no patient complications reported and the patient status was stable.